Event description:
Account stated the siderail will not latch. Account stated he would replace the center arm assy if hill-rom sends the part. Order was placed for p/n 69843. Made second attempt to contact the customer. Left message for the customer requesting they contact hill-rom once they have had the opportunity to obtain resolution.